Manufacturer narrative:
Analysis of programming history.

Event description:
It was found that the pt's settings were inadvertently changed due to an interrupted system diagnostic test. On (B)(6) 2005, the pt was set to 2.5 ma, after which a system diagnostic test was performed. A final interrogation was not performed to verify settings. On (B)(6) 2005, the pt was found to be set to 1 ma, which was not intended. Pt was reset to intended settings on this date.